Event description:
It was reported that the pump exhibited a malfunctioned latch. During physical inspection, it was found that the downstream/upstream sensor failed the pressure test. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a cassette not properly attached alarm. A functional test was performed the reported issue was duplicated. The downstream/upstream sensor failed during pressure testing. The cause of the reported issue was due to the cassette sensor. As a result, the latch lock flex sensor, downstream/upstream sensors/seals, and printed wiring assembly board were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.